Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to low blood glucose. Caller stated that customer has been hospitalized a few times in the last six months. The blood glucose reading at the time of the event was 30 mg/dl. Customer had seizures. There a hospitalization due to high blood glucose. The blood glucose reading was 700 mg/dl. Caller stated that customer ran out of insulin and not using the insulin pump. Diagnosed diabetic ketoacidosis. Hospital treated with IV fluids and insulin drip. Customer was hospitalized for three days. Nothing further reported.